Event description:
Info received indicates during a preventive maintenance check, the technician found the beds hi/low drive brake was drifting.

Manufacturer narrative:
The technician degreased and cleaned the hi/low drive brake to repair the bed.